Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an organ donation surgery, while removing the organ, the handle felt stiff and the surgeon had to use force for firing. After that, the surgeon felt that something broke down in handle and breaking noise could be heard and the loading unit could not fire anymore. The operation was continued with a new handle and new loading unit. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.